Event description:
The niece of a (B)(6) old male pt contacted zoll customer support to report that the pt's response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (broken response buttons) has been confirmed. Upon receipt the response buttons were nonfunctional and the rear response button metal dome and cover were missing. The cause for the inability to function was the missing metal dome on the rear response button. The root cause for the missing metal dome cannot be positively determined but is likely excessive force. No adverse event resulted from the missing response button metal dome. The pt was issued a replacement monitor.